Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. Elective replacement indicator (eri) triggered unexpectedly. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and is not expected to be returned. No additional adverse patient effects were reported.